Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the anchor broke in two parts when inserting the device without applying pressure. The eyelet was not damaged. The two broken parts were retrieved from the patient. There was no harm for patient, operator or third party reported. No further information received. Update avoe 03-apr-2023 further information was provided that the error occurred during a labrum refixation surgery. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update, khe, 26-apr-2023 further information was received with the device. Only the broken part was sent in, the ar-2923bc-1 was discarded.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-2923bc-1 was received for investigation. The only returned part was the eyelet and the 2.9mm pushlock. No functional test was performed on the received devices due to the damage. Visual evaluation found that the bio is damaged at the distal end of the screw missing the geometry. Also, a crack was observed. The method of bone preparation employed during the procedure and bone quality encountered was not provided. Per dfu-0087. Section g. Precautions. During the insertion, ensure that the angle of the anchor insertion is coaxial to the of the previously prepared bone socket¿the most likely cause for applying excessive force applied during use. Per event description: update avoe 03-apr-2023. ¿further information was provided that the error occurred during a labrum refixation surgery¿. It is unknown details of the type of error that occurred during the procedure. The most likely cause for the reported failure is a user error.